Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was detached from the bushing, but still attached to the control wire via the tension breaker and yoke. Functionally, the control wire was actuated and the clip assembly was deployed. The prongs could not be opened because the clip assembly was detached from the bushing. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. Based on the evaluation conducted and the details of the complaint, it is probable that the failure of the clip to release from the catheter was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Additional information received on (B)(6) 2011: the physician was able to remove the clip without damaging the patient's tissue. The clip did not fall into the patient; however, upon removal from the gastroscope, it was noticed that the clip was hanging from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) for marking at the ampulla on (B)(6), 2011. According to the complainant, during the ercp procedure, the deployment steps were completed; however, the clip remained attached to the delivery system and would not release. The device was removed from the patient and another resolution clip was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.